Event description:
It was reported the device had a black screen. There was no patient involvement at the time of the reported event. The authorized service provider (asp) tested the device by replacing the power management (pm) board and user interface (ui) board. The pm and ui boards were replaced. The device restored all functions and passed subsequent testing.

Manufacturer narrative:
(B)(6).